Manufacturer narrative:
To date, no further information has been received regarding the replacement of this lead. Should more information be obtained at a later date, this event will be further updated.

Event description:
It was reported that during a routine system evaluation, the patient reported having felt unwell. An interrogation would exhibit high out or range pacing impedance measurements and capture loss on the right atrial lead. Trending patterns would illustrate a spike, a few months prior. The lead will be replaced; no resulting adverse effects were reported.